Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung disease. There is allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that air filter had extreme dust-like contamination, hairs/fibers and black (inconsistent with degraded sound abatement foam) unknown contamination on it and under the fine filter. Brown and black (inconsistent with degraded sound abatement foam) dust-like contamination, in the air output port. White, brown and black dust-like contamination, inconsistent with degraded sound abatement foam, and hairs/fibers at the air inlet of the blower box. Unknown residue on the underside of the top enclosure, the back side of the display panel and on the inside of the back panel. Dust-like contamination on top of the blower motor and the blower motor seal. Also, the blower motor seal was not completely positioned on the blower motor. Bottom enclosure had dust-like contamination and hairs/fibers inside of it and unknown potential liquid stains in it. The bottom of the blower motor and in the inside of it had potential mineral deposit spots, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, brown, black (inconsistent with degraded sound abatement foam), and white dust-like contamination and hairs/fibers in the blower box. Potential mineral deposit stains in the blower box, indicating potential water/liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 15 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: device avail for eval? (Rfb) & date returned (rfb)updated. Model number and catalog item identifier has been updated. Adverse event/product problem and outcomes attributed to ae has been updated.